Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, that as the threshold increased the lead was relocated and it seems to have a good threshold but when connected to the device it did not work. So the lead was replaced but when the new lead was connected to the device it still did not work. The connection between the lead and device had a suspected issue with the set screw. The device was removed and replaced. No patient complications have been reported as a result of this event.